Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse identified that the power button of the review module has malfunctioned. The fse replaced the review module and returned it to philips for further analysis. The analysis confirmed that the failure of review module was due to loose or broken off element, and button, joystick, handle, switch not working correctly. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.